Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners were noted during visual inspection. No button response due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose level was 414 mg/dl. The insulin pump's scroll buttons were not responding. The product was returned. Nothing further to report.